Event description:
It was reported that before a laparoscopic assisted anterior resection procedure, the jaw was not rotated in half way. The scrub nurse found this during the test before using it on the pt. Unk how case was completed. Surgery was prolonged three minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4) (B) (4). Evaluation summary. The analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with a green cartridge reload loaded in the device. The cartridge was received unfired. The returned device was tested for functionality with a test reload on the center articulated position; when fire the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.